Manufacturer narrative:
The patient line stopcock and proximal patient line were not returned. The returned device was patent. It did not meet the requirements for leak testing due to cracks on the arms of the zero reference stopcock. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Leakage could result in complications such as patient infection, underdrainage or overdrainage, as well as user infection.¿ a review of the manufacturing records showed no anomalies. All becker edms device are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there was a leak at main system stopcock. According to the report, the user suspected that the leak was at the connection between tubing and stopcock. The report stated that the user tried to change the tubing to the other side of the connector and broke the connector. According to the report, the user used another arm of the connector and there was still leakage. Reportedly, the user realized that the leakage was from the tubing; they used plaster tape to cover and finished the case as usual. According to the report there was no patient injury.